Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in very good condition post surgery.